Manufacturer narrative:
Concomitant product(s): a 6935m62 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial undersensing noted during an arrhythmia episode. The atrial lead remains in use. No patient complications have been reported as a result of this event.